Manufacturer narrative:
Approximate age of device- 3 years, 11 months. Manufacturer's investigation conclusion: the report of damage to the outer silicone layer of the driveline was confirmed via the provided photograph. No alarms were noted. The patient reported that the damage was due to slow wear and tear. It was reported that rescue tape was applied. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii patient handbook addresses damage due to wear and fatigue of the driveline in the driveline care section. The heartmate ii patient handbook also contains section on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient has cosmetic damage on the outer silicon sheath of the percutaneous lead (driveline). The patient and clinician do not report any alarms occurring. There is no report of or any indication of any adverse impact to pump function. The patient reports damage is due to wear and tear. Rescue tape was applied to the damaged area. No additional information was provided.